Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe 1ml ll plunger was difficult to move. The following information was provided by the initial reporter: it was reported the plungers continue to get stuck, the customer has to push really hard to get injection. Verbatim: consumer reported able to draw up his testosterone medication with the drawing up needle with ease. When places the injecting needle on the syringe the plunger will not budge. Always fills then injects right away. Places air into vial. User for several years. Finding issues with not just this box/lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1082583. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-05-26. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll plunger was difficult to move. The following information was provided by the initial reporter: it was reported the plungers continue to get stuck, the customer has to push really hard to get injection. Verbatim: consumer reported able to draw up his testosterone medication with the drawing up needle with ease. When places the injecting needle on the syringe the plunger will not budge. Always fills then injects right away. Places air into vial. User for several years. Finding issues with not just this box/lot.